Event description:
4/29/90 had acetabular shell inserted. Shell od 49 mm. Hooded acetabular insert ID 32 mg od 49 mm. Recently, snapping and popping in hip. X-ray revealed broken polyethylene insert. Underwent total hip revision for replacement. On removal it appeared broken in half.